Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand, a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footplate from falling on the foot of a person. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break, and the footboard falls down immediately. The field service engineer (fse) performed analysis and concluded that the gas spring assembly attached to the foot of the long length shooting stand had come loose. However, the screws were not found to be loose, as the threads have grooves that secure them in place. The user reported that the product had not been misused, such as by pressing down too hard. The screws were tightened and re-attached, and the gas spring assembly itself was found to be in proper working condition. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear. The reported problem was confirmed by the customer.

Event description:
It was reported that the gas spring on the long stand was loose. The device was not in clinical use and there was no harm to the patient or user. Additional information received the gas spring assembly came off the stitching support as it has slipped from the stitching support frame. The screws were not loose and thus there were screw groove markings on the stitching support.